Event description:
The patient received two leads with the same lot number. It was reported the stimulation had changed since the implant of the leads, and the coverage was not the same during intraoperative and postoperative programming. The physician had requested x-rays to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.